Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day the patient was treated with intravenous injection of merocrit (500mg twice day, ongoing) and intraperitoneal injection of vancomycin (1 gm stat, reported as ongoing). Dianeal therapy was ongoing. At the time of this report the patient outcome was unknown. No additional information is available.